Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrections: corrected other devices, patient outcome to 'other' since only a lead attempt and noted that lead returned to manufacturer for evaluation and removed device code (B)(4) since only concern with advancing helix noted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the right ventricular lead helix did not extend, even after multiple tries. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrections: date of death to not applicable. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed there were no anomalies found. Blood was present in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the right ventricular lead screw did not extend, even after multiple tries. The lead was removed and replaced. No patient complications have been reported as a result of this event.